Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded no detectable material impairment. The implant shows severe damage due to removal. No further statements possible. Material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.